Event description:
It was reported by the customer that during operation the cs300 intra-aortic balloon pump (iabp) had an autofill failure. There was no patient harm or injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.